Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details the device failed as a result from a faulty third party asic (motor controller). The handpiece shows signs of tampering and other third party components. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece overheated. It is unknown if there was patient involvement or any adverse consequences. No further information is available.